Event description:
There was an allegation of questionable elecsys ft4 iii assay results for 2 patient samples on a cobas e 801 module compared to an abbott analyzer. The initial results were reported outside of the laboratory. The physicians questioned the results and the samples were repeated. On (B)(6) 2022, patient 2 had an initial ft4 iii result of 29.2 pmol/l. On (B)(6) 2022, the sample was repeated on an abbott analyzer and the ft4 result was 15.67 pmol/l. On (B)(6) 2022, patient 1 had an initial ft4 iii result of 29.2 pmol/l. On (B)(6) 2022, the sample was repeated on an abbott analyzer and the ft4 result was 17.86 pmol/l. The roche ft4 iii reference range is 12 - 22 pmol/l. The abbott ft4 reference range is 9 - 19 pmol/l. The serial number of the e801 analyzer with ft4 iii reagent is (B)(4).

Manufacturer narrative:
Calibration and qc data were acceptable. Based on the available data, a general reagent issue could be excluded. The investigation determined that the result differences generated between the different methods are consistent with methodological differences. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and the standardized methodology used.